Manufacturer narrative:
The manufacturer was unable to duplicate the reported problem during testing and evaluation of the ventilator. A review of the event trace indicates that the reported event, hardware fault 21, was last logged on (B)(6) 2015. The hybrid board was replaced as a precaution.

Event description:
It was reported that the ventilator had a hardware fault 21 alarm condition that could not be cleared. The flight time was about 10 minutes. The patient was removed from the ventilator and manually ventilated until they reached the hospital. No patient harm reported.